Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the customer received a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. It was further reported the customer experienced a seizure and loss of consciousness and a reading of 18 mg/dl was obtained on a competitor brand blood glucose meter. Customer's wife treated him with a glucagon injection and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Section h-4 (device mfg date) was omitted from the initial MDR 30 day report. Section h-4 has been updated.

Event description:
It was reported the customer received a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. It was further reported the customer experienced a seizure and loss of consciousness and a reading of 18 mg/dl was obtained on a competitor brand blood glucose meter. Customer's wife treated him with a glucagon injection and no further treatment was reported. There was no report of death or permanent impairment associated with this event.